Event description:
Additional information indicated that the daily measurements from the rv to can and the ra to can were high (138 and 142). The daily measurements won't calculate if a single vector is saturated which is nominally 161, but ranges from 150-170. Given this information, it appears the vectors that go to the can are very close to the "saturation" point (device can't measure any higher than that given the filtering) such that when they are below you get a value that is in range (and in the 70's) and when they go over, we get saturated. This information points to the high impedance being caused by the pocket and not a coil or connection issue. This is corroborated by the coil to coil measurements that are always in range when they take them. Ts discussed if impedance and daily measurements continue rising, it may be worthwhile to consider reprogramming coil to coil and verify safety margins. Defibrillation threshold (dft) testing was completed. The device was programmed coil-to-coil and shock impedance measurements of 64 ohms was noted.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated

Manufacturer narrative:
(B)(4). Additional information was received three years after the initial observations were reported that the out of range shocking impedance measurements were still occurring. A boston scientific technical services consultant discussed programming options and possible further troubleshooting. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Additional information was received that another red alert had been generated for this system to a shocking impedance measurement greater than 125 ohms. A boston scientific technical services consultant discussed programming options and possible further troubleshooting. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4) received information that this system is still displaying red alerts due to out of range shocking impedance measurements. The most recent manual shock lead impedance test had a result of 120 ohms. A review of the most recent measurements noted impedance varied from 98 ohms to 140 ohms. A (B)(4) technical services consultant discussed the clinical observations with the caller and provided testing and troubleshooting recommendations.

Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead displayed high shock impedance measurements greater than 125 ohms. In the triad configuration, the shock impedance measurements were 55 ohms. The physician removed the leads, reconnected and visually could see leads across the header. Once reconnected, impedance measurements were within normal limits and the implant procedure was successful. Subsequently, the shock impedance measurement again reached greater than 125 ohms. Shock impedance measurements were taken in other configurations and in coil to can configuration the shock impedances were approximately 112 ohms and in the coil to coil configuration the shock impedances were approximately 96 ohms. A technical services (ts) consultant was contacted regarding this issue and discussed troubleshooting options. An x-ray was performed and revealed that the device had dropped slightly, 45 degrees toward axillary and rotated slightly which means the device is more on edge relative to the ribcage. Isometrics and pocket manipulations were performed to try and elicit noise; however, no noise was created. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated that the patient came in to perform defibrillation threshold testing (dft) in the triad configuration to test the system. Ts indicated they suspect this has something to do with the svc coil to can measurements and suggested performing a save to disk and sending it in for review. Dft were performed with shock impedance measurements of 50 ohms. The physician was satisfied with this result even though the programmer reported shock impedance greater than 125 ohms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.